Event description:
Patient contacted lifescan alleging that her one touch basic meter was displaying redo check during a strip test. The patient alleges that the meter isue caused her to get into a car accident. At an unknown time, the patient was not feeling well, nauseated, and sweating and got into a car accident. The emergency services arrived and the patient reportedly got a "159, 106 or 107 mg/dl" on the emergency services' meter, performed at 23 hours and 15 minutes later from the last time the patient tested on her meter (results unknown). She was treated with food/drink and taken to the hospital by the emergency services. No further details were provided about the patient's diagnosis and hospital treatment. The customer care advocate (cca) discovered the patient was using one touch ultra test strips with her meter, which incompatible with the one touch basic meter. The patient was unable to troubleshoot with the cca because she did not have proper test strips of check strip. The cca is replacing the products with a one touch ultra kit. The medical affairs specialist sent a letter in 2006 since the patient cannot be reached by telephone. It would be helpful to obtain the following: when the patient last tested successfully on the meter, when the symptoms started, when the car accident occurred, if the patient made any adjustments to her diabetes management due to the meter issue, and the patient's diagnosis and treatment. Based on the provided information from the initial call, there was use error. However, the complaint is being reported because the patient was unable to obtain a meter reading, developed symptoms, got into a car accident, and required medical treatment.